Event description:
Surgeon was advancing intraocular lens with a diopter of 25.0 prior to implant and the lens became stuck in the model aq cartridge. The lens was not implanted and there was no patient injury. The facility did not specify the model of injector used and the lot numbers for the cartridge and injector are unknown.